Manufacturer narrative:
Product complaint # (B)(4). E3 initial reporter occupation: lawyer. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Pinnacle medical records received. After review of medical records patient was revised due to painful/failed right total hip replacement with synovitis. Operative notes indicated progressive increasing pain with elevated metal ions. Upon incision there was a very mild effusion and consistent with synovitic reaction from a metal on metal implant with a small amount of osteolysis. There was a mild amount of trunnionosis around the trunnion and the trunnion was meticulously cleaned and there was a small amount of black debris. Doi: (B)(6) 2011. Dor: (B)(6) 2023. Right hip.